Event description:
During follow-up for a reported infection, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2022. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient was diagnosed with peritonitis on (B)(6) 2022 (no signs/symptoms provided). The pd effluent culture resulted positive for coagulase negative staphylococcus (no species provided). The patient was administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pdrn stated the cause of the peritonitis was not confirmed; however, the patient was diagnosed with an ongoing exit-site infection shortly before the peritonitis was diagnosed. There was no further information available related to the exit site infection. The patient did not require hospitalization for the event. The patient continued completing pd therapy utilizing the liberty select cycler.